Manufacturer narrative:
It was reported that patient lost therapy due to high impedance. A surgical intervention occurred on (B)(6) 2021 wherein the leads were attempted to be explanted without success. As a result, the leads were left in the epidural space inactive and two new leads were implanted. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-17683. It was reported that patient lost therapy due to high impedance. A surgical intervention occurred on (B)(6) 2021 wherein the leads were attempted to be explanted without success. As a result, the leads were left in the epidural space inactive and two new leads were implanted. Therapy was restored post op.